Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(4). Investigation summary: a device history record review was completed for provided material number 302830 and lot number 9336315. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a syringe in a packaging blister. This syringe has a scale marking issue at the 18 and 19th graduation lines. The second photo shows the packaging blister top web. Bdj also received an unopened product and confirmed the printing scale was partially deleted. It could be possible for this defect to occur during the syringe printing process. It may have been that a jam occurred inducing the incomplete scale printing. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe luer-lok¿ tip scale markings were partially missing. The following information was provided by the initial reporter, translated from (B)(6) to english: "defective markings were found".